Event description:
It was reported that the right ventricular (rv) lead threshold had increased. After an echocardiogram, a pericardial effusion was found and the lead was suspected to cause the cardiac perforation. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right ventricular (rv) lead threshold had increased. After an echocardiogram, a pericardial effusion was found and the lead was suspected to cause the cardiac perforation. The lead was explanted and replaced. No additional adverse patient effects were reported.